Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty select cycler with cycler set. It is unknown if proper aseptic technique was followed by the patient during set-up of pd therapy. There is no documentation to show a causal relationship between the peritonitis event and the liberty select cycler and cycler set. Based on the available information the causal event of the peritonitis is unknown. A supplemental MDR will be submitted upon device evaluation.

Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
It was reported on a previous customer experience that the peritoneal dialysis patient was treated for peritonitis on an unspecified date in (B)(6) 2018.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.